Event description:
It was reported that a spectrum pump failed the downstream pressure test multiple times on different lines, with pressure readings between 22.4 and 27.3 psi (pounds per square inch). This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "failed the downstream pressure test multiple times on different lines, with pressure readings between 22.4 and 27.3 psi " was not reproduced. The device was tested for downstream occlusion detection at high, medium and low settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.